Manufacturer narrative:
Product is not expected to be returned for evaluation. No radiographs have been received confirming the reported event. Duration of implantation is not known. The cause of the event is not known. Labeling review: " potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Explanted product not available.

Event description:
Nuvasive received information indicating that two pedicle screws at the s1 spine level had fractured in an unspecified construct. No patient injury has been reported. The index surgery date and other patient information is not known. Revision surgery reportedly occurred on (B)(6) 2015 to replace the fractured screws.